Manufacturer narrative:
More info has been requested for investigation. A supplemental medwatch will be provided when the investigation has been finalized. Refer to exemption # (B)(6).

Event description:
It was reported that the ventilator fails internal leak test during pre-use check. There was no patient involvement. (B)(4).